Event description:
It was reported that the asymptomatic patient presented in the clinic for routine post operative check. It was noted that the right atrial lead had dislodged. The lead was successfully explanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).